Event description:
It was reported that during the follow-up visit it was noted that the lead warning had triggered due to high impedance. It was also reported that the lead impedance showed an abnormal value of 9,999 ohms. It was further reported that there was an apparent lead fracture. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.